Event description:
The customer reported that during use of this electrode, the tip broke off in the patient's knee. The tip was retrieved and the procedure was completed as intended without injury.

Manufacturer narrative:
Investigation results: to date, this device has not been returned for evaluation. A follow-up report will be sent upon completion of the investigation.